Event description:
Information was received indicating that the cadd legacy 1 pump caused under delivery and keeps alarming. There were no adverse events reported.

Manufacturer narrative:
Other, other text: this correction is being submitted because field g7 ( follow up number) was omitted in the previous report. It has now been corrected. Also the report submitted with MFR number 3012307300-2020-07663 should've been submitted using MFR number 3012307300-2020-06086 as it's a supplemental report to the initial report.